Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump could not power on. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed no unexplained power interruptions. No damage was found to the battery compartment. The battery cap was not returned with the pump for investigation. The test battery cap was used for investigation. The test battery cap attached securely to the pump. During rewind the pump gave a call service 078 alarm. The alleged power issue was unable to be duplicated during investigation. The pump was opened and moisture damage was found on the printed circuit board. The call service alarm was due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.